Manufacturer narrative:
Product ID: 97791, lot# 0206239253, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: accessory, product ID: 3877-45, lot# 0205939011, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension. Product ID: 3550-29, lot# 0206021743, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: accessory. (B)(4).

Manufacturer narrative:
Product ID: 97791, lot# 0206239253, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: accessory, product ID: 3877-45, lot# 0205939011, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension. Product ID: 3550-29, lot# 0206021743, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: accessory. (B)(4).

Event description:
Additional information received reported that a culture was taken from the device pocket and was (B)(6) positive. It was noted that the infection location was the device pocket. It was reported that conventional pain treatment was ongoing and the patient was not planned for a device re-implant.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received confirmed that there were no malfunctions seen with the patient's implantable neurostimulator (ins) and that the infection issue was the sole reason for the explantation. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had a sepsis infection. There were no patient symptoms related to this event but the patient's system was explanted. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).